Event description:
A facility reported while using a glidescope video monitor (gvm) during a patient intubation, the display froze. The procedure was completed using a backup glidescope system. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The facility's glidescope video monitor (gvm) was returned to verathon for evaluation along with the glidescope titanium video cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported frozen image failure. The monitor passed visual inspection. When connected to verathon's test equipment, the monitor produced a normal image with no issues observed during testing. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. Next, the tsr evaluated the customer's returned video cable but was unable to confirm the reported image issue. The video cable passed visual inspection. When connected to verathon's test equipment, no loss of video was observed when manipulating the video cable. The customer's video cable passed verathon's device functionality testing and confirmed to be within specification. The laryngoscope used with the monitor and video cable during the reported event was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, both the monitor and video cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.